Event description:
It was reported that during insertion in the cath lab, after attaching the pigtail tubing and stopcock from the insertion kit to the central lumen, a leak occurred at the stopcock end. As a result, the tubing was exchanged.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.